Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, it was reported by a sales representative via sems-06858357 that an ar-6480 dw arthroscopy pump outflow did not function. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -one unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 main pump tubing set and ar-6430 outflow pump tubing set, it was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset the run button was pressed to start the machine. When the ar-6430 outflow tubing set was attached to the ar-6480, the dualwave arthroscopy pump it changed from an inflow-only pump to an inflow/outflow fluid management system. The outflow/inflow system was working without issues during 30 mints and function as intended, no errors and sudden changes in outflow/inflow were noted. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.